Event description:
Notes from the cardiac consultation: the patient presented with recurrent near syncope,.. Very brief syncope, clearly associated with failure to capture on her ventricular lead in the setting of pacemaker dependency. The patient has a history of dual chamber pacemaker in (B)(6) 2015, rv septal/ot positioning, with near 100% pacing. The patient reported an occasional jabbing or jolting sensation to her chest wall. Her device interrogation was fairly normal except what appears to be an isolated drop in her rv lead impedance from 800s to 500s within the past 2 weeks, but both of these values are within a normal range. Notes from the operative report: a stylet was placed down the pre-existing right atrial and right ventricular leads. The active fixation mechanism of the right ventricular lead was withdrawn. The lead easily fell from the outflow tract. Using slow steady manual traction, the right ventricular lead was removed from the patient. There were no complications.